Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and noted that the device seemed to jump forward and at that time became detached from the core wire. The sheath was pulled back and the closure device was observed to have landed at the ostium and covered the entire appendage with no leaks and was 20% compressed. The physician observed the device under transesophageal echocardiography (tee) for ten (10) minutes to analyze its stability. The physician deemed the closure device acceptable as it met position, anchor, size and seal (pass) criteria. The closure device was left in position and the patient will be checked at the 45 day follow up. There were no patient complications reported.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and noted that the device seemed to jump forward and at that time became detached from the core wire. The sheath was pulled back and the closure device was observed to have landed at the ostium and covered the entire appendage with no leaks and was 20% compressed. The physician observed the device under transesophageal echocardiography (tee) for ten (10) minutes to analyze its stability. The physician deemed the closure device acceptable as it met pass criteria. The closure device was left in position and the patient will be checked at the 45 day follow up. There were no patient complications reported.

Manufacturer narrative:
Media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by a member of the bsc engineering organization. Two (2) videos and a photo attached to the complaint record depict the core wire detached from the implant confirming the reported event.